Event description:
Supplemental follow-up MDR report is being submitted due to the completion of the investigation and an update to the investigation conclusions.

Manufacturer narrative:
Device evaluation the ¿echo-hd-19-a¿ device of lot number c2001269 involved in this complaint was returned for evaluation, with the original packaging. The packaging was open on receipt. With the information provided, a physical examination and document-based investigation was conducted. Lab evaluation the device related to this occurrence underwent a laboratory evaluation on 08 march 2023. On evaluation of the device the following observations were made: wire guide returned separately to device. Distal end of needle examined, and no issue observed. Distal end of stylet examined, and no issue observed. Sheath extender able to advance and retract without issue. Needle able to advance and retract without difficulty. Stylet removed from device without issue. Stylet examined and no issue observed. Stylet re-inserted into device without issue. Needle removed from device without issue and no issue observed. Lab re-evaluation was done on 26 april 2023. On evaluation of the device the following observations were made: non-cook 0.025 wire guide returned with device. Wire guide examined and scoring observed on wire guide. Document review including IFU review prior to distribution, all echo-hd-19-a devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for echo-hd-19-a of lot number c2001269 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c2001269. The notes section of the instructions for use which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use." The instructions for use also state that: 8. For maintaining access a 0.035¿ wire guide (cook medical recommended) can be advanced through needle. There is evidence to suggest that user did not follow the instructions for use. Image review. N/a. Root cause review. A definitive root cause can be attributed to user error as noted in the patient/event info a 0.025 wire guide was use for the procedure. As per instructions of use it is recommended to use a 0.035 wire guide. Wire guide was also examined in lab evaluation and confirmed to be a 0.025 summary. Complaint is confirmed based on customer`s testimony. According to the initial reporter, the patient required radiology rendez vous procedure as a result of this event. A section of the device did not remain inside the patient¿s body. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
I was present during this procedure. When the doctor had access to the biliary duct and wanted to withdraw the guide wire, it was stuck in the tip of the needle. When she punctured again and used a new guidewire, exactly the same thing happened. When we were done I looked at both the needle and the guide wire. It appears that the material of the guidewire is preventing the guidewire from being withdrawn. See photos and I will also return the visiglide guide wire. Patient outcome: a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence echo-hd-19-a and 0.25 visiglide - incorrect wire guide used.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Supplemental report is being submitted due to the completion of the lab evaluation on 08mar2023.